Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that the screen was blank and they were not seeing their CT after registration. Technical services (ts) clarified that they were in the registration tab, they successfully completed their registration with a tracer probe and it said to verify registration accuracy with known anatomical points. The site was able to advance to the navigation screen. On the navigation screen, the emitter details showed nipt 0.2 geometry error, straight suction at 1.23. When surgeon placed instrument in divot, "nothing happened." Technical services (ts) advised to see if they could navigate with any other instruments, specifically the tracer pointer. The registered nurse (rn) denied being able to navigate with pointer stating "no instruments work." Ts asked if there was another suction to try, rn stated that they had tried them all. The surgeon declined further troubleshooting help and navigation was aborted, and had nurse end call. There was a reported delay to the procedure of 15 minutes. There was no reported impact to the patient. Additional information was received. It was reported that the scans were dark, they just needed to adjust the contrast to be able to see the scan during navigation. The site had a new CT scan, so the local representative (ent) instructed them how to get the scan in view. Additional information was received. It was reported that the resolution was discovered on a later surgery. Once the site adjusted the contrast, the issue had been resolved.